Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient's blood glucose on the cgm was displaying above 100 mg/dl. It was reported that an unspecified time after seeing the cgm value, the pediatric patient experienced seizures and cold sweats. The patient's blood glucose reading was 32 mg/dl and decreased quickly, the cgm sensor was not showing any readings and then failed. The patient was treated by the parents with glucose and maltodextrin. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.